Event description:
Follow up revealed that the patient underwent surgical intervention on (B)(6) 2017 to have their scs system replaced. Patient has effective therapy post op.

Event description:
Follow up revealed the explant date was (B)(6) 2017.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient has experienced a loss of therapy due to their ipg being inoperable. As a result, surgical intervention may be pending to address this issue.